Event description:
A home patient's (hp) spouse contacted baxter's technical service center (tsc) for assistance regarding a reload set 163 alarm that was received during the prime cycle prior to the hp's automated peritoneal dialysis therapy. Reportedly, the hp's spouse noted moisture under the door of the homechoice machine after receiving the alarm. Baxter's tsc assisted the hp's spouse in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the hp's spouse.